Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that her back pain has gotten worse and she felt sharp pain. The patient thought that the implantable neurostimulator (ins) might have moved and she fell a month prior to the report due to off balance issues. The indication for use for the implanted device was noted as spinal pain. Follow-up has been attempted, but no further information was received at this time. If additional information is received, the event will be updated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.